Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed rf pic failed self-test. The customer¿s blood glucose was 51 mg/dl at the time of the incident. Customer stated she ate to bring her blood glucose back up. Troubleshooting was perfumed and verified rf alerts were present in the alarm history, found two alarms. The insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with constant failed self-test alarm and unable to communicate to test minilink and the glucose sensor simulator to verify lost sensor alarm, problem isolated to rf board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to failed self-test alarm. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.